Event description:
It was reported that the insulin gauge was inaccurate and the wake button was "getting stuck". It was also reported that occlusion alarms occurred. There was no reported impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.